Event description:
Boston scientific crm received information that this dextrus atrial lead dislodged, resulting in non-capture and non-sensing. The patient was noted as not feeling well, however, it could not be determined if this was due to a loss of atrial-ventricular synchrony or a psychosomatic issue.